Event description:
It was reported that the device had the wrench icon illuminated. Physio-control evaluated the device and verified the icon illumination and also found that it was unable to deliver defibrillation therapy. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control determined the cause for the malfunction to be an electrically open energy discharge capacitor. A replacement device was provided to the customer.